Event description:
A patient underwent ventricular tachycardia (vt) ablation procedure utilizing eas for access. Intracardiac echocardiography (ice) imaging noted that pericardium was thick or calcified. Multiple attempts were made to advance wire, but the wire consistently appeared out of cardiac silhouette on the right. The device was removed and fat was cleared from the hood of the device. At this point the primary operator switched to another physician. Target tissue was located and device was advanced at which time it appeared to jump forward. Bleeding was noted and present in vacuum tubing. Ice imaging showed shadowing in right ventricle (rv) and presence of device in rv outflow tract. Device was left in place and a right ventriculogram was performed and no noticeable effusion was identified. The patient was hemodynamically stable, and decision was made not to pursue any further interventions or actions. Neither the primary nor concomitant procedures were completed.

Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.